Manufacturer narrative:
This event occurred from (B)(6) 2020 up to present. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty in closing the clamps of an unspecified quantity of exactamix 3000 ml dua l-chamber eva bags. It was further reported that when closing the clamps, pieces of plastic break off inside the hood. This issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, five (5) companion samples were received for evaluation. The five (5) samples were opened and visually inspected and no clamp damage was observed. The clamps were however closed with difficulty. The reported condition in difficulty closing the clamps was verified; however not confirmed for damaged clamps. The cause of the difficulty closing clamps was found to be due to a manufacturing related issue. This issue was further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.